Manufacturer narrative:
Additional information: device evaluated by MFR - device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim #(B)(4).

Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 -12.00/2.5/093, (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a longer length lens due to low vault. This resolved the problem. The cause of the event is reported as user error.